Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: which firing of the device did this event occur on? Multiple firings throughout the device what vessel or structure was the device fired on at the time of the event? Unknown at this time. Was the clip fully advanced into the jaws prior to firing? Unknown at this time. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? A if so, when? Unknown at this time. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The er320 device was not returned for analysis; only a bag with two malformed clips was received. Upon visual inspection of the clips, it was found one scissored clip and one malformed clip that appears to have been removed from the tissue. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? A if so, when? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were inconsistently forming. Two clips were saved but not the device. Clips showed a scissoring shape and one that did not form completely. It is unknown how the case was completed. There were no patient consequences reported. One device was discarded.